Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment and cap were damaged and the cap was unable to tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed a cracked battery compartment. There was no evidence of corrosion present in the battery compartment. The battery cap was undamaged. The battery cap was unable to fully tighten on to the pump and had damaged threads. A test battery cap was able to fully tighten on to the pump. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.